Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Taken verbally: on (B)(6) 2015, patient had a chpv implanted. He returned on (B)(6) 2015 to have it removed. An x-ray showed a disconnection; after it was removed and visually inspected, it was in two pieces, "broken" , "crushed". The surgeon replaced it with a chpv. No further patient adverse consequences reported. Requests an investigative report once evaluation is completed and a replacement.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected and confirmed that the siphon guard has come away from the silicone housing, the silicone housing has been cut/torn this could be due to a sharp or pointed object coming into contact with the silicone. The siphon guard was inspected and a cut mark in the siphon guard connector was noted. Review of the history device records confirmed the valve product code 82-3182, with lot ctcb1w, conformed to the specifications when released to stock on the 12th march 2015. The root cause of the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. The root cause of the cut mark in the siphon guard could be due to a scalpel blade, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.